Event description:
The healthcare provider and the representative reported a lead revision. The patient had a new implant put in. The implant was complete and before closure, the impedances were tested. All electrodes "and can" were within normal limits. The patient went to post anesthesia care unit. The representative was assisting the patient with adjusting the implanted interstim device. All programs were tested and amplitude was increased to upper limits without the patient feeling stimulation. The 8840 was again used to test the impedance, which then showed all electrodes "and can" impedances > 4,000. The physician was notified and an x-ray was ordered and obtained. The x-ray showed the lead was completely disconnected from the "can." The situation was discussed with the patient and it was decided the lead would have to be reconnected to the implantable neurostimulator (ins) the next day in the operating room. The surgery to reconnect the lead was successful. The lead was torqued with the torque wrench and the impedances were tested. All electrode "and can" impedances were within normal limits. The patient was taken to post-anesthesia care unit where the amplitude was adjusted. The stimulation was felt in the scrotal area at an amplitude of 2.1 volts. The patient was receiving therapy. Environmental/external/patient factors that may have led or contributed to the issue was unknown. It was indicated the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.